Manufacturer narrative:
(B) (4). Results: mi.

Event description:
Pt received an endeavor rx drug-eluting stent during index procedure. Approximately 2 weeks post stent implant, a non-qwave mi was reported to have occurred.